Event description:
Caller reported that insulin gauge displayed an amount different than expected, noting the issue occurred on a previous day with a discrepancy of more than 30 units. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge and was advised by support to call back for troubleshooting if the issue recurs.